Manufacturer narrative:
Due to character limitations in e1 event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display was intermittently cutting off.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they could not duplicate display intermittently cutting off. The fault logs pointed to a video generator error. The fse had replaced the video generator. The unit passed all functional and safety tests and was returned to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display was intermittently cutting off. There was no injury or harm was reported.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation finding, investigation conclusion, component code).